Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were confirmed. The device was at end of service (eos) level upon receipt. Longevity assessment was performed and found battery depletion was premature based on field settings. Electrical testing performed after replacing the battery revealed high drain current which was isolated to the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current which depleted the battery prematurely. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature battery depletion was noted on the patient¿s pacemaker (pm). The physician elected to explant the pm and replace it with a new one. The patient¿s condition remained stable.